Manufacturer narrative:
It was reported that the tables' head section allegedly experienced an unintended downward motion during two cases. The account has maintained the responsibility of the maintenance since (B)(6) 2009. After investigation by the stryker field service technician, the head section was determined to be damaged and irreparable. The customer provided a purchase order to purchase a replacement head section. There was no patient injury or adverse consequence reported.

Event description:
It was reported that the tables' head section allegedly experienced an unintended downward motion during two cases. There was no patient injury or adverse consequence reported.

Manufacturer narrative:
The serial number for this table was originally reported as unknown, but through investigation, the serial number found for this table is (B)(4).

Event description:
It was reported that the tables' head section allegedly experienced an unintended downward motion during two cases. There was no patient injury or adverse consequence reported.